Event description:
Related manufacturer reference number: 3006705815-2022-00540. It was reported that patient experienced fall and lost effective therapy. Diagnoses revealed that both the leads were fractured. As a result, both the leads were explanted and replaced restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight information.